Manufacturer narrative:
Clinical statement: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Additional information has not been provided. Upon follow-up, a nurse familiar with the patient stated there is no additional information about the infection available as the patient expired over a year ago. The nurse indicated the patient¿s death did not occur during a dialysis treatment and was not related to fresenius products. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping search could not be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. The lot number is unknown, therefore, the number of complaints to trigger a nonconformance report could not be determined. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Additional information has not been provided. Upon follow-up, a nurse familiar with the patient stated there is no additional information about the infection available as the patient expired over a year ago. The nurse indicated the patient¿s death did not occur during a dialysis treatment and was not related to fresenius products. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Additional information has not been provided.